Event description:
During the surgery, they found a tear in the outer pouch. A backup device was used and there was no adverse outcome to the pt or the user.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.